Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular event, was deemed to meet the seriousness criteria of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with half a syringe (as reported) of radiesse®, into the right and left cheek, on (B)(6) 2020. Radiesse® was mixed with lidocaine. As reported, the patient had no complications and no abnormities were noted during injection. On (B)(6) 2020, one day after the treatment with radiesse®, the patient experienced throbbing and pulsation. She called the office and was given keflex and prednisone as corrective treatment. On (B)(6) 2020, the patient was seen by the physician who injected hyaluronidase. The patient refused acyclovir. The next day the patient sent pictures to the physician. On (B)(6) 2020, the patient presented with an increased redness around the eye. It was stated, by another physician, that it was clearly a vascular event. As reported, the physician informed, that she had no access to a hyperbaric chamber. The outcome of the event was unknown.